Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was prepared, advanced, and deployed into the laa. The transesophageal echocardiography (tee) probe was removed and a drop in the patient blood pressure was observed. Transthoracic echocardiogram (tte) imaging revealed an effusion had developed after release of the closure device. There had been no effusion noted on the tee imaging. Pericardiocentesis was performed to treat the effusion removing 500ml of darker color fluid which was transused back to the patient. The patient was stabilized and was discharged to the intensive care unit (ICU). There had been only a single deployment of the closure device, which was unremarkable, however the physician had a good amount of difficulty engaging the septum when trying to go transeptal and suspected a potential perforation of the right atrial appendage (raa) as the catheter was observed pointing that direction on tee several times. There were no further patient complications reported.